Event description:
It was reported that the 3.0 x 15 mm promus stent was implanted in the proximal right coronary artery (rca) on (B)(6) 2011. On (B)(6) 2012, the patient presented with ischemic symptoms lasting 10 minutes or longer and new st elevation. It was believed that the patient had a myocardial infarction. The physician stated that there was evidence of tight 99% thrombotic lesion noted in proximal portion. Repeat angiography was performed and a new 3.5 x 15 mm promus stent was implanted. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of ischemia, myocardial infarction, and thrombosis are known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system electronic instructions for use. The electronic lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.